Event description:
Rptr had pedicle screws implanted with bone fusion. Rptr was not told they were not FDA approved for the spine nor was he told of any adverse effects they might cause. Rptr has become more disabled with them than before the surgery. Rptr was led to think they were a must for the surgery to be successful. He can bend less now than before, causing extreme pain that lasts for days. He has problems with bruising, weakness and bladder control. Facet blocks done to pin-point problem one month before surgery.